Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported that their stimulation is intermittent. The rep met with the patient on the day of the report, and noted that impedances on electrodes 0-8 were greater than 10,000 ohms. They stated that electrodes 9-15 are good, and range from 1300-1900 ohms. It was mentioned that the issue started 2 months ago. The rep stated that the healthcare provider will do a revision, but it is not scheduled yet. No further complications or patient symptoms were reported.